Event description:
Per the physician: I applied a black load 60mm linear stapler in the antrum during a lap sleeve gastrectomy. I felt that the tissue was thicker than standard. The stapler fired though we could hear it was slower than normal (this was the newer stapler, but even slower than normal). After opening the stapler I saw that two 3rd row staples in the patient side did not form completely. I removed the unformed staples and plan over-sewing (pic # 1 and 2). The main issue is that when I was given the same stapler with a new load, it did not fit easily into the 12mm trocar. I could have pushed, but I felt some was wrong. I removed it and at inspection it was clear that the anvil was ¿bent¿ and not closing properly as close to the cartridge as it usually does (don¿t have a pic but staplers have all been saved). If I had used that stapler it would most likely resulted in a significant staple line failure. I requested a new one.